Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events while connected to the mobile power unit (mpu) was confirmed via the log file. The mpu (serial#: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 55 days (on (B)(6) 2020 per time stamp). Throughout the log file, no external power alarms were active due to a loss of ac power while connected to the mpu. These alarms occurred on (B)(6) 2020 between 12:24:45 to on (B)(6) 2020 at 13:11:12, on (B)(6) 2020 at 14:56:22, on (B)(6) 2020 between 12:43:22 ¿ 12:43:23, on (B)(6) 2020 at 11:31:55, on (B)(6) 2020 between 13:40:15, and on (B)(6) 2020 between 22:35:00 ¿ 23:02:30. These alarms were coincident with atypical power cable disconnect alarms. The no external power alarms cleared when power was restored, and the backup battery provided power to the system. Pump operation was not affected. Additional provided information communicated on 21may2020 stated that they assume the mpu is functional, he is currently hospitalized. It is unknown if the patient has the v-lock connector. They are unable to determine if the power cord came loose at the back of the unit or at the wall. The patient resides at a nursing home and it is suspected the nurses may have disconnected him from power. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous no external power event reported in MFR 2916596-2019-04738, MFR 2916596-2019-04739. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern that the lvad stopped for 20 minutes on (B)(6) 2020. Log file analysis confirmed no external power alarms while attached to mpu. The patient resided at a nursing home. Vad coordinator had suspicion that the nurses may have disconnected him from power, in the past the facility has allowed battery power to deplete completely and lose power.